Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient left a message with the manufacturer¿s representative and stated that they saw a por (power on reset) on the programmer and called in to ask for instructions on how to clear it. It was noted that the caller did not know when the problem first occurred. It was stated that the patient¿s recharger showed the ¿reposition antenna screen¿ and the patient programmer showed the ¿charge ins¿ screen. It was reported that the patient had pain in her thighs since last thursday when she turned the device off for radiation therapy. It was reported that the issue was unresolved at the time of the call. Additional information received reported that the patient would be seen by a manufacturer¿s representative on (B)(6). The company representative confirmed they saw the patient on (B)(6). No problem was noted with the system. The ins was discharged. A charging session was able to be started without having to reset the ins. The patient was able to charge her ins without difficulty. Impedances were within normal limits. The ins service life was good.